Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned lag screw was confirmed based on the catalog # and the lot # marked. The instrument is heavily worn out, multiple scratches are visible on the compression wheel, which cannot be turned. The screwdriver shaft is slightly deformed and is not straight, damages can also be observed on the threads. This gives explanation to why the compression wheel is blocked. The wear observed on the compression wheel is most probably due to careless handling such as falling on the floor but also the possible off-label use of instruments (pliers) in order to tighten or untighten it. Based on investigation, the root cause was attributed to an user related issue. The failure was caused by careless handling of the instrument and possible off-label use of an instrument in order to turn the compression wheel. As a reminder, the instructions for use clearly state: "only use the instrument for its intended purpose as described in the operative technique for the product system. Off-label use of an instrument can harm the patient and/or impair the function and integrity of the instrument." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "gamma4 lag screwdriver stripped and broke. 5 minutes surgical delay. The procedure was completed with a new tray. No debris reported."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "gamma4 lag screwdriver stripped and broke. 5 minutes surgical delay. The procedure was completed with a new tray. No debris reported."